Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time intermittently became incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer, but contact was unable to be made.